Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty pushing the lead through the catheter; after catheter was slit, the lead exhibited a rise in capture thresholds. The physician elected to no longer use the lead and replace it. The patient was in stable condition post surgery.